Event description:
Rn inserting IV cathlon noted difficulty with insertion, pulled the cathlon out of pt vein, noted the cathlon barrel was sheared (tear). Discarded product, called nursing dept to report sheared product. Pt had no injury.